Manufacturer narrative:
The device was not returned for evaluation. An event reporting alleged incorrect label content involving an unknown triathlon ts case tray was reported. The event was not confirmed. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Return of the device is needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. Not returned.

Event description:
I noticed during surgery that the triathlon ts 1,2,7 & 8 had a mistake the size of the 7 11mm insert printing on tray. It is written a 12mm insert and the insert is an 11mm. We have 2 trays at our office in (B)(6) that are mismarked this way.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
I noticed during surgery that the triathlon ts 1,2,7 & 8 had a mistake the size of the 7 11mm insert printing on tray. It is written a 12mm insert and the insert is an 11mm. We have 2 trays at our office in (B)(4) that are mismarked this way.